Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2426-0007, batch/ lot #: 20107153. We have had reports from our cancer center that the bottom port of this tubing has been unusable, (blocked).

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2426-0007 . Batch/ lot #: 20107153. We have had reports from our cancer center that the bottom port of this tubing has been unusable, (blocked).

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the bottom port of the tubing is unusable and blocked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20107153 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20107153 regarding item #(B)(4).